Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at a user facility reported that a dialyzer blood leak occurred half hour into the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The machine, a fresenius 2008t machine, did not alarm since it was an external leak. The machine will alarm appropriately when there is an internal leak. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation. Additional information regarding patient¿s demographics was requested; however not provided.

Manufacturer narrative:
Correction: (product catalog number). Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date indicated that only catalog 0500316e was delivered to the customer . This review included the lot numbers for all fresenius dialyzers shipped to this account within the selected time frame. A search for potential lot number delivered to the patient was performed resulting in two different lot numbers. An investigation of the device history records (DHR) was conducted by the manufacturer of potential related lots. There was one approved temporary deviation notice (dn) reported on the two identified lot numbers, which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: blood loss.